Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a return of pain symptoms since before thanksgiving. A dye study showed crystallization of fentanyl in the catheter. After the dye study the patient felt like she had therapeutic effect again and then the symptoms returned and the patient questioned whether the drug re-crystallized. The patient had shakes, sweats, and nausea. Further information is being requested from the hcp.